Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the units failed to establish communication with the server and were operating in offline or override mode. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a few synchronization errors in the logs. A technical support specialist restarted the database services and the maintenance services to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.